Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, intermittent suction alarms occurred. The team explanted the pump and observed extensive underlying left ventricular clot. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was not returned for evaluation. The root cause of the low pump flow was determined to be biomaterial found on pump based on clinical information. This report is being filed as part of a retrospective review of historical records.